Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality observed that the distal tip of the returned shaft was broken off. The broken pieces were not received for investigation. No further issues were noted. The complaint is confirmed. A device failure was identified. Dimensional inspection: shaft proximal to breakage was measured and found to be conforming per relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; investigation conclusion: a definitive root cause for the device breakage could not be determine it is possible that the device encountered unintended forces (during usage) that led to observed condition. The overall complaint condition is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: supplier ¿ criterion / inspected, packaged and released by: monument release to warehouse date: 11-oct-2017 part number: 314.743, drive shaft-minimum 520mm length-for use with ria lot number: h299358 (non-sterile), lot quantity: 139. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the reamer irrigator aspirator (ria) instrument drive shaft tip broke off during surgery while performing a graft from the patient. The surgeon stopped using reamer irrigator aspirator (ria) and collected whatever graft he had already collected in the filter. Fragments were generated from a broken device and is not known if the fragments were recovered. It is unknown if there was a surgical delay. The procedure outcome was unknown. This report is for one drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).